Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The shaft, hypotube, welds, tip and balloon were microscopically and visually examined. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. There was a complete hypotube separation 81 cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-mar-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.00 mm x 12 mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.